Manufacturer narrative:
Per tandem's x2 pump user guide instructs the user to remove any residual air from the cartridge. The single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence and a minimum fill notification was received. Additional insulin was added to the cartridge and insulin drips were once more not observed to be dripping out of the cartridge tubing. Customer's blood glucose level was 72 mg/dl. Tandem technical support educated the customer on the air removal process and not to overfill cartridges. Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed.